Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, stained end cap sticker and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 11.1 mmol/l. The customer stated that the device was not dropped or bumped and not exposed to strong magnetic field/MRI scanner. The customer does not use sensor feature and has been able to rewind. The customer was advised that the device would be replaced.